Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: review of the black box data revealed records of call service alarm 064 recorded. On investigation, the pump was powered on, however, the pump would not load the cartridge. The pump was opened for investigation and revealed over application of sealant under the motor connector resulting in motor failure. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue); the piston rod was not retracting during the rewind step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.